Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
A visual and microscopic examination of the balloon material identified a longitudinal tear. The tear extended from the distal markerband and extended proximally along the balloon, over the proximal markerband, for a total length of 4cm. A microscopic examination of the balloon material and markerbands could not identify any issues which could potentially have contributed to the tear. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the left femoral artery. The 90% stenosed target lesion was located in the moderately and severely right common femoral artery. A non bsc introducer sheath was inserted. After a non bsc guide wire was advanced, pre-dilatation was performed using a 4-40/5.3/75 mustang balloon catheter. A 6.0 x 40, 135cm mustang balloon catheter was selected to dilate the lesion. The dilatation was performed at 10 atm. When the pressure was increased up to 24 atm, the balloon ruptured. Another dilatation was performed with 6-40/5.3/75 mustang balloon catheter. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the left femoral artery. The 90% stenosed target lesion was located in the moderately and severely right common femoral artery. A non bsc introducer sheath was inserted. After a non bsc guide wire was advanced, pre-dilatation was performed using a 4-40/5.3/75 mustang balloon catheter. A 6.0 x 40, 135cm mustang balloon catheter was selected to dilate the lesion. The dilatation was performed at 10 atm. When the pressure was increased up to 24 atm, the balloon ruptured. Another dilatation was performed with 6-40/5.3/75 mustang balloon catheter. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.